Event description:
During an acdf procedure at c4-c5 pt was implanted with a zero-p implant 8mm lordotic-sterile and 3.0mm ti cervical spine locking screws 16mm. On a f/u x-ray, it was noted that one of the screws had backed out. Pt was returned to the operating room and the screw was removed. Surgeon did not replace the screw as the construct was stable.

Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.